Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of the device component was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar detachment of the device component incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a percutaneous coronary intervention to treat an anterior infarct, via radial access, during advancement, the balance middle weight (bmw) elite guide wire shaft separated at the welding joint which was located in line with the elbow. The tip of the guide wire was in the clavicle. Using femoral access, the physician was able to successfully remove the separated portion from the clavicle site via snare. There was a slight delay due to the snare, but reportedly, no adverse patient effects resulted. The procedure was successfully completed using the femoral access. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.